Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement main board. Installed options and default settings. Unit safety tested to factory's specifications.

Event description:
Customer reports passport 2 monitor failed software, which may have affected ECG monitoring. No patient injury reported.